Event description:
A customer reported a burst reservoir during the filling of a folfusor elastomeric device with 5-fu and sodium chloride. This event was noted prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 13e013 was manufactured between may 3, 2013 and may 6, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.  A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.